Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was peripheral stent to a superficial femoral artery (right or left unk), lesion. Vessel/lesion characteristics indicated severe calcification and mild tortuousity and 100% stenosis. A guidewire was inserted across the lesion via a sheath introducer without difficulty. After successful predilatation and stent deployment, the savvy dilatation catheter was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator. However, balloon ruptured below the nominal pressure (exact atmospheres unk). Consequently, the dilatation catheter was withdrawn and another dilatation catheter was used to successfully complete the procedure. There were no adverse effects to the patient. Further information indicated that the product was prepared and clinically used per the product instruction for use. Patient-specific information was not available.